Event description:
Additional information received indicated that the patient's battery had reached end of life. The battery was replaced and the old battery would not be returned to the manufacturer, and that the patient sustained no injuries.

Event description:
There were coupling/communication issues. A physician mode recharge was recommended to be performed. The patient was confused and could not remember which buttons to perform. The next day the patient could not adjust stimulation. The "call your doctor" icon displayed with end of service. Additional information has been requested.

Manufacturer narrative:
Lead model 3887-33, lot# j0349467v, implanted: 2004-(B)(6), explanted: na. Recharger model 37751, serial# unk. Programmer model 37742, serial# (B)(4). Extension model 3708320, serial# (B)(4), implanted: 2006-(B)(6), explanted: na. (B)(4).